Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the drain broke near the trocar during breast reconstruction. The drain was very difficult to pull through the skin where the drain is attached to the trocar. The surgeon had to use great force in order to pass the trocar through the skin. The drain tube tore and is partially off the trocar due tot he force applied.